Event description:
There was an allegation of questionable high hdlc4 results from the cobas 6000 c501 module. Patient 1 initial result was 190.5 mg/dl with a data flag. The repeat result on another analyzer was 47.8 mg/dl and the repeat result on this c501 analyzer was 53.6 mg/dl. Patient 2 initial result was 114.9 mg/dl. The repeat result on another analyzer was 40.2 mg/dl and the repeat result on this c501 analyzer was 52.5 mg/dl. Patient 3 initial result was 96.5 mg/dl. The repeat result on another analyzer was 51.0 mg/dl and the repeat result on this c501 analyzer was 53.5 mg/dl. Patient 4 initial result was 128.9 mg/dl. The repeat result on another analyzer was 51.3 mg/dl and the repeat result on this c501 analyzer was 56.2 mg/dl. Patient 5 initial result was 170.5 mg/dl with a data flag. The repeat result on another analyzer was 62.5 mg/dl and the repeat result on this c501 analyzer was 63.2 mg/dl. Patient 6 initial result was 71.6 mg/dl. The repeat result on another analyzer was 43.1 mg/dl and the repeat result on this c501 analyzer was 46.6 mg/dl.

Manufacturer narrative:
The reagent lot number was 714616. The expiration date was requested but was not provided. The field service engineer checked the washing of the cuvettes, the dispensing height, the alignment of sample probes, and the reagents which were all acceptable. Performance testing was within the acceptable range. The investigation determined the service actions resolved the issue.